Manufacturer narrative:
(B)(4). The root cause of the issue is that the gantry/table control panels on the new ingenuity CT scanner has a 8 position multifunction rocker switch that controls the motion of the table. The switch is designed to move the table 'up' 'down' 'in' 'out' or a combination of 'in and up' 'in and down' 'up and out' or 'down and out''. The switch when pressing can move the table in unwanted directions such as moving 'in and up' when only the 'in' direction was pressed. This is due to the sensitivity of the switch for the corner directions. The probability of an injury occurring from the couch moving in an unwanted direction is very low as the patient is always under observation during the scan. No injuries have been reported from the complaint site.

Event description:
Philips healthcare received a complaint from a customer site reporting that the gantry control panel is too sensitive and could potentially cause the couch to move in an unwanted direction. No patient injuries have been reported.